Manufacturer narrative:
Manufacturer ref. No. : (B)(4). Baxter received and evaluated the device. The reported symptom "false downstream occlusion alarms" was not reproduced,but was confirmed through review of the event history log. Also,evaluation found that the downstream current sensor reading with a fluid filled IV set was not within specification. The downstream pressure plate gap was also not within specification. The pump did pass downstream occlusion testing per the spectrum service manual, as well as baxter's service procedure. The unit was reworked and calibrated per baxter's service procedure to correct this condition.

Event description:
It was reported that a spectrum pump was alarming for downstream occlusion when no occlusion was present. It was also reported that there was no patient injury.